Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient's family member regarding a patient receiving bupivacaine (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient's family member reported the patient had been having problems going on for about 2 years and stated, "it was 2017 or 2016". The family member stated that the patient "has never had a problem, but now he is having surging, some days it seems to give him more than other days and some days he is so exhausted he can't get out of bed then the next day he will be normal and we are trying to meet with the person that fills it and the surgeon who put it in". The patient was worried that something was wrong with the pump, or that it was "maybe speeding up or slowing down". The issue was described as surging. The family member indicated that they were not hearing a pump alarm. The family member mentioned that the patient was "not depressed" and the patient has not had any falls or trauma.